Manufacturer narrative:
A review of the complaint history for sn (B)(6)was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6)was performed from the date of manufacture, 27-sep-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer 4.1 was not detected on the bus. A field service engineer (fse) logged into the admin account and accessed the diagnostics menu, where all pockets were observed to be greyed out. The station was then safely shut down, and the back panel was opened for inspection. The back of drawer 4.1 was accessed, and the row board cable connected to the drawer controller board was disconnected and then securely reconnected and tested functionality. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the main drawer 4.1 could not be recovered. The device was restarted twice; however, the message required maintenance was still displayed. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.